Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient was having trouble trying to charge their ins and reported seeing the reposition antenna screen. When the implantable neuro stimulator recharger (insr) antenna would finally find the ins, it would stay charging and they would have good coupling but then the patient would lose the coupling bars. The patient had to stand up to get the ins to charge and if they laid or sat down they could sometimes get their husband to help them "find it" but they had to stay perfectly still. The patient's husband had to tape the antenna down to get it to stay in position and have good coupling. The patient stated it got to the point where their ins would not charge and they would only see reposition antenna screen. The patient notified the health care professional (hcp) and tried to set up an appointment with the manufacturing representative (rep). The patient was no longer getting pain relief because they experienced a 50% reduction in her pain with the stimulator. The patient noted when it was not running and they know it was not running. The patient was not able to communicate with other external devices, reports poor communication after trying to sync ins with programmer. Redirect patient to hcp for suspected overdischarge. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having problems getting coupling bars. The patient had continued problems with recharging. The patient was unable to get coupling boxes, it took forever to recharge, and the patient had to tape the antenna down. The patient said because of not being able to charge, the ins went out about a month ago. The patient had a loss of therapy. The patient said she has worked with manufacturer representatives (reps) and the rep thought the patient would be a good candidate for a new system. The patient said she gets 50% pain relief when the stimulator is charged. The patient was going to follow up with their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's stimulator battery has become very hard to charge when trying to charge it gets a low to no signal. Over the last few months (4 months) this problem has gotten worse. The patient reported the issues have somewhat resolved. The patient saw a manufacturing representative (rep) in their doctor's office they reset the unit, but the patient still has pain in the area and the unit charges at low bars and very slowly. It takes many hours to get a partial charge. The patient reported their internal system is not working, the unit has a loss of stimulation and the patient could not charge their battery. The pain in the site area is still there, but if the unit is running is gives the patient at least 50% pain relief. The patient depends on this unit to help decrease the need for pain meds, so every day it doesn't work is a day, the patient has to take unwanted pain meds. Over the phone help is vital to the patient. The overdischarge was confirmed and the rep was able to trickle charge and pull the ins out of overdischarge. No further information was reported.